Event description:
Related manufacturer report number: 1627487-2022-04782, 1627487-2022-04783, 1627487-2022-04785. It was reported that the patient had a increase in pain after moving apartments which included lots of bending, lifting, twisting of heavy objects. X-rays confirmed that the patient's leads migrated. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.